Manufacturer narrative:
Alinity I processing module, serial number (B)(6) was evaluated. It was noted that the sample pipettor was bent. The alinity pippetor probe was replaced, which resolved the customer reported event. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify a trend for the alinity I processing module, serial number (B)(6) or alinity pippetor probe with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and was found to address the reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6) & alinity pippetor probe.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. The sample and other samples were then ran with lower results. The following data was provided: sid (B)(6) female patient age 66 processed on (B)(6) 2026: initial result = 152.9 ng/l, redraw = 7.2 ng/l, original sample repeated = 7.2 ng/l. Diagnostic cutoff used by the customer = 14 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. The sample and other samples were then ran with lower results. The following data was provided: sid (B)(6) female patient age 66 processed on (B)(6) 2026: initial result = 152.9 ng/l redraw = 7.2 ng/l original sample repeated = 7.2 ng/l. Diagnostic cutoff used by the customer = 14 ng/l no impact to patient management was reported.